Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was. The was positioned in the laa of the patient and an angiogram was then performed. The angiogram showed that there was a dense echo contrast that was along the coumadin ridge at the ostium of the laa. The physician believed that this was a thrombus that was present in the patient. The decision was made to continue with the procedure. The closure device was successfully implanted in the laa of the patient. There were no consequences as a result of this event. The patient is doing fine post procedure.